Manufacturer narrative:
Concomitant medical products: 439678 lead, implanted: (B)(6) 2013; 693565 lead, implanted : (B)(6) 2014. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced for premature battery depletion. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.